Event description:
THE END USER REPORTED AFTER ARRIVAL AT THE HOSPITAL WITH AN ACTIVE CARDIAC PATIENT; WHILE UNLOADING THE STRETCHER FROM THE AMBULANCE, THE LEGS OF THE STRETCHER HAD TO BE MANUALLY LOWERED BUT THEN THE CARRIAGE ARMS WOULD NOT LOWER DOWNWARD TO RELEASE THE STRETCHER FROM THE LOADER. THE CREW WAS ABLE TO MANUALLY LOWER THE CARRIAGE ARMS AND COMPLETE THE TRANSPORT INTO THE HOSPITAL. THE END USER ADVISED AN ESTIMATED TWO-MINUTE DELAY WAS EXPERIENCED DURING THE UNLOADING PROCESS. PATIENT DETAILS: MALE, APPROXIMATELY 220 LBS, PATIENT WAS EXPERIENCING AND BEING TREATED FOR CARDIAC ARREST ON SCENE AND THROUGHOUT TRANSPORT. CPR WAS BEING ADMINISTERED VIA LIFELINE ARM. THE PATIENT WAS LATER PRONOUNCED DECEASED AT THE HOSPITAL. THE END USER ADVISED THEY WERE UNABLE TO DUPLICATE THE ISSUE AFER THE INCIDENT AND MADE THE DECISION TO KEEP THE POWER F2 IN SERVICE, IN MANUAL MODE ONLY, UNTIL EVALUATION. THIS CONTINUES TO BE AN ACTIVE INVESTIGATION AND ADDITIONAL INFORMATION WILL BE PROVIDED IN A FOLLOW UP REPORT.

Event description:
THE END USER REPORTED AFTER ARRIVAL AT THE HOSPITAL WITH AN ACTIVE CARDIAC PATIENT; WHILE UNLOADING THE STRETCHER FROM THE AMBULANCE, THE LEGS OF THE STRETCHER HAD TO BE MANUALLY LOWERED BUT THEN THE CARRIAGE ARMS WOULD NOT LOWER DOWNWARD TO RELEASE THE STRETCHER FROM THE LOADER. THE CREW WAS ABLE TO MANUALLY LOWER THE CARRIAGE ARMS AND COMPLETE THE TRANSPORT INTO THE HOSPITAL. THE END USER ADVISED AN ESTIMATED TWO-MINUTE DELAY WAS EXPERIENCED DURING THE UNLOADING PROCESS. PATIENT DETAILS: MALE, APPROXIMATELY 220 LBS, PATIENT WAS EXPERIENCING AND BEING TREATED FOR CARDIAC ARREST ON SCENE AND THROUGHOUT THE TRANSPORT. CPR WAS BEING ADMINISTERED VIA LIFELINE ARM. THE PATIENT WAS LATER PRONOUNCED DECEASED AT THE HOSPITAL. THE END USER ADVISED THEY WERE UNABLE TO DUPLICATE THE ISSUE AFTER THE INCIDENT AND MADE THE DECISION TO KEEP THE POWER F2 IN SERVICE, IN MANUAL MODE ONLY, UNTIL THE EVALUATION. THIS CONTINUES TO BE AN ACTIVE INVESTIGATION AND ADDITIONAL INFORMATION WILL BE PROVIDED IN A FOLLOW UP REPORT.

Manufacturer narrative:
On (b)(6) 2026 and (b)(6)2026, manufacturer's representative traveled to the end user's location to evaluate the subject Power F2 fastening system and its interaction with the associated Power X2 stretcher. The carriage arms were manipulated up and down and were confirmed to be operating properly. The Power X2 stretcher and Power F2 fastening system were returned to service.